Manufacturer narrative:
The customer reported the male luer is cracked, and returned one photo of 2420-0007, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The photo shows where the failures are occurring, and was just representative of a failure. The cracked luer was unable to be shown by the customer. No failure sample was provided either, just a representative one to our clinical on-site team. Without a photo or physical sample of the defect, the complaint could not be verified. Without a verified failure, the root cause for the issue is unknown. A device history record review could not be performed on material 2420-0007 because the lot number is unknown.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. (B)(6), rn, and other clinicians reported experiencing cracking of the luer out of the package, when attaching to the patient and during patient use for bd alaris pump infusion set 2420-0007. Clinicians stated if they see the crack after opening the package they throw the IV set away and get a new one and if in use, they will change the IV set. Have only seen the issue on the IV set with primary flush lines. Staff stated they use prevantics device swab (chlorhexidine gluconate and isopropyl alcohol) with central lines and an alcohol prep pad (70% isopropyl alcohol) on peripheral lines. The flush line is y-sited into the chemotherapy line. Prior to attaching the IV line, the clinician will attach the equashield fc-1 to the end of the flush line and then add the equashield ll-2 to the port on the chemotherapy line and then attach the two lines. No patient harm reported